Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula fully retracted back into the pod. The cannula was bent. The patient's blood glucose (bg) values reached 300 mg/dl. The pod was discarded. No further details.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the cannula retracting. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path.